Manufacturer narrative:
Device manufacture date: the previous report stated that the device manufacture date was october 5, 2014. The correct device manufacture date is october 5, 2010. It has been corrected to reflect the correct date of manufacture.

Event description:
It was reported that the attachment device had an unspecified malfunction. During engineering evaluation it was discovered that the attachment device had temperature over specification. The event was not related to surgery. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation with an unknown malfunction.  Reliability engineering evaluated the device.  The unit was tested and was found the temperature above specification.  Therefore, the reported condition was confirmed.  The assignable root cause was determined to be normal wear over time.  If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.